Manufacturer narrative:
Section a2 , a4 and a5: unknown/ not provided section d4 serial #: unknown/not provided. Section d4 model # unknown/not provided. Section d4 catalog # unknown/not provided. Section d4 expiration date: unknown, as the serial number of the device was not provided. Section d4 UDI #: unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the handpiece was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during cataract surgery using veritas machine, the doctor ruptured patient's posterior chamber bag. The original intraocular lens (iol) to be implanted was changed to a three-piece lens which was used to complete the procedure successfully and without injury or complications. No additional information was provided. This report is against the phaco handpiece. A separate report will filed against the phaco tip and veritas console.